Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 29 mm navitor vision valve (serial: (B)(6)) was chosen for implant utilizing an large flexnav delivery system (lot: 10333556). Length of membranous septum was 2 mm. The patient presented with right bundle branch block and left fascicular block. The valve was implanted at a depth of 4 mm non-coronary cusp (ncc) and 5 mm left coronary cusp (lcc). After implantation, second degree heart block occurred. Immediately post procedure, a permanent pacemaker was implanted. Trace perivalvular leakage (pvl) was present after implant but was considered satisfactory by the physician and no intervention occurred.

Manufacturer narrative:
The device was not returned for analysis. An event of paravalvular leak and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported trace paravalvular leak could not be conclusively determined. A cause for the reported heart block could not be conclusively determined. The reported surgery is a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.